Event description:
The device was attached to a person diagnosed in cardiac arrest. (Pt details were not provided) the device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. Ambulance personnel subsequently arrived and took over treatment of the pt. The pt was not resuscitated.